Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the inappropriate treatment and patient death, as the patient was in a non-life-sustaining rhythm prior to the treatment event.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. The device's download data reveals that prior to passing the patient received five inappropriate treatment shocks. It was reported that the patient was in a skilled nursing facility at the time of the event. The patient's nurse reportedly found the patient and initiated CPR. At 15:29:47 the lifevest detected an arrhythmia. The patient's rhythm was asystole with intermittent cardiac activity. Between 15:30:23 and 15:44:25, the lifevest delivered five treatment shocks while the patient was in asystole. CPR and motion artifact contributed to the false detection. Following the event, the patient remained in asystole until the electrode belt was disconnected at 16:15:07. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the patient's death, as the patient was already in asystole, a non-shockable and non-life-sustaining rhythm, prior to the inappropriate treatment event.